Event description:
It was reported a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted without issue. The patient was discharged at 6pm the day of the procedure. The following morning, the patient experienced confusion and trouble speaking. The patient went to a local hospital, where a computed tomography (CT) scan showed no bleeding in the brain. The patient was transferred where they did a computed tomography angiography (cta) that showed no emboli. The scan did show a tight left carotid lesion. The patient had a history of carotid stenosis. The patient is expected to make a full recovery as the symptoms were mild with no weakness. The physician diagnosed the issue as a watershed stroke and the patient is expected to recover fully.